Event description:
It was reported the ECG (electrocardiogram) interface is not working well. No matter which cables are used the same problem is present; very poor signal. Quite positional; may have to tilt connection up or down / side to side etc. To even get a poor signal. Most times it is just artifact. It was questioned if the connection possibly needs to be replaced. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. As a result the lem board was replaced. It was also noted that a tab was broken off of the power cord bay door, the lower case feet were worn down to metal and the analyzer bay door cover was missing. (B)(4).